Event description:
Additional information later reported a dye study was completed and showed an intact and connected catheter; there was no extravasation. The patient's pump was refilled by the hcp and the patient was receiving adequate therapy with no adverse effects. The patient was noted to be doing well.

Event description:
It was reported that the patient was experiencing a small increase in spasticity. An x-ray was taken and they think that the sutureless connector may be off and not seated properly. The patient was doing fine at the moment, but they wanted to verify if they needed to go in. The device system was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l64776, implanted: (B)(6) 1999, product type catheter. (B)(4).